Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the time when the intraocular lens (iol) was being inserted into the eye, a small piece of debris was observed on the iris in the patient's eye. The doctor took it out from the patient's eye with surgical forceps. The same iol remains implanted in the patient's eye. No patient injury reported.

Manufacturer narrative:
The actual intraocular lens remains implanted in the patient's eye. Received the small debris that was reported. The foreign material/debris was sent for analysis. A fourier transform infrared (ftir) spectroscopy was completed in order to identify the ¿small debris.¿ the sample was accompanied by a clear photograph of the debris in the container. In infrared (ir) spectroscopy, a sample is irradiated with infrared light and the ir radiation absorbance is plotted as a function of wavelength. Pure organic molecules will give identical ir spectra. Hence, the ir spectrum of a material can be used as a "fingerprint" for identification. The residue was removed from the small container in the location designated by the customer¿s photograph. Two separate measurements were taken of the residue and the excellent overlap between the spectra confirms the homogeneity of the sample. The residue is identified as polystyrene by comparison with a reference from the library. Specifically, the peaks exhibit excellent overlap with the reference polystyrene. Conclusion: the foreign material analysis was completed; however, the source of the origin of the reported foreign material/debris could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluated answered yes; however, the actual lens as part of the preloaded delivery system remains implanted. The foreign material/debris was received and evaluated. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process that contributed to the complaint of debris/particles. Prior to release, the lenses are 100% cleaned and inspected at 10x microscopic magnification. The lens passed visual specification and was in compliance with the product intended use. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Also, the dfu instructs the physicians to inspect the unit once the box was opened. The debris previously analyzed using fourier transform infrared (ftir) spectroscopy was identified as polystyrene is not part of the components materials of the preloaded delivery system. There is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.